Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2010; 6984m lead adaptor, implanted: (B)(6) 2013; 6984m lead adaptor, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased, rising impedance and high thresholds. The rv lead also exhibited a possible fracture. The implantable pulse generator (ipg) was reported to have triggered elective replacement indicator (eri). The ipg remains in use. The rv lead was inactivated. No patient complications have been reported as a result of this event.